Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified procedure involving an open endarterectomy, an advance 35 lp low profile balloon catheter's balloon separated from the catheter. An 8-french cook sheath was used during the procedure, as well as an unknown inflation device. The patient's anatomy was calcified. The balloon was inflated one time, to eight atmospheres, within a stenosed lesion in the common iliac artery; however, the balloon "broke" quickly on the first inflation. The balloon was allowed to return to ambient pressure; however, negative pressure was not maintained and a counterclockwise rotation of the catheter was not performed upon attempted removal of the balloon catheter through the sheath, at which point the balloon separated. Most of the balloon remained on the wire in the patient, but fluoroscopy showed a residual piece of the balloon at the "origin of the sheath". Because the balloon was unable to be removed by pulling the sheath alone, the sheath and wire were pulled back together to the endarterectomy site in the groin, and the residual piece of the balloon was removed. A larger cook balloon was placed and inflated slowly to nominal pressure, successfully completing the procedure. A section of the device did not remain inside the patient¿s body. The patient was not hospitalized and did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during an unspecified procedure involving an open endarterectomy, an advance 35 lp low profile balloon catheter's balloon separated from the catheter. An 8-french cook sheath was used during the procedure, as well as an unknown inflation device. The patient's anatomy was calcified. The balloon was inflated one time, to eight atmospheres, within a stenosed lesion in the common iliac artery; however, the balloon "broke" quickly on the first inflation. The balloon was allowed to return to ambient pressure; however, negative pressure was not maintained and a counterclockwise rotation of the catheter was not performed upon attempted removal of the balloon catheter through the sheath, at which point the balloon separated. Most of the balloon remained on the wire in the patient, but fluoroscopy showed a residual piece of the balloon at the "origin of the sheath". Because the balloon was unable to be removed by pulling the sheath alone, the sheath and wire were pulled back together to the endarterectomy site in the groin, and the residual piece of the balloon was removed. A larger cook balloon was placed and inflated slowly to nominal pressure, successfully completing the procedure. A section of the device did not remain inside the patient¿s body. The patient was not hospitalized and did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), drawing, instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A global product search for this customer confirmed the lot number for this device. A review of the device history record for the lot and component lot found no relevant non-conformances. A database search for complaints on the lot found no additional related complaints. Device instructions for use (IFU) states, ¿if resistance is met while advancing the balloon dilatation catheter, determine the cause and proceed with caution." A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that patient anatomy was the cause of the device failure in this incident. The patient's anatomy was calcified, and the lesion was stenosed in the common iliac artery, where the complaint device ruptured/separated. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.